Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device displays a bias current error, which could result in the device unintentionally activating or running on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.